Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address pain. The surgeon revised the total knee and the tibia came out easily. A revision to a fixed bearing rp, a new tibia and a 30mm cemented stem was performed. The case went well and the patient was doing fine. Doi: unknown; dor: (B)(6) 2021; left knee.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The surgeon commented that the tibial tray came out easy. The surgeon was referring to the tibial tray being loose tibial tray/cement interface.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: device history reviewed: 1 unrelated non conformance on this batch. Micro and sterility tests passed. Complaints database searched: a complaint database search on the provided lot number found 4 additional reports, however only 1 other incident related to joint injury. Total for lot number: 4 (B)(4). Complaints received by cmw in the last 12 months for this issue ¿ by product code: 1. By product family: 1x depuy cmw 3.